Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap could not be properly secured to the pump causing the pump to lose power. It was reported the battery compartment and battery cap threads were damaged. The reporter noted the battery cap was original to the pump which started use about 3 years prior in (B)(6) 2011. The user guide instructs to change the battery cap every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.